Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was reproduced. During the evaluation it was found that a foreign object came out from the sub-water supply port (auxiliary channel (or jet channel) due to insufficient cleaning. Additional findings were as follows: due to wear of angle wire, the play of up/down knob is out of the standard value, the adhesive on bending section cover has a crack, the adhesive on bending section cover has white-clouded area, the lock engagement lever is deformed, the switch box, and the universal cord both has a scratch. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the angle knob had play on the evis lucera elite gastrointestinal videoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object came out from the sub-water supply port (auxiliary channel (or jet channel). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it was confirmed that reprocessing was performed according to the instructions for use (IFU). Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to sending the device in for repair. There was no delay to the start of pre-cleaning, which was properly implemented. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the distal end with a clean lint-free cloth, brush, or sponge. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-290 series operation manual chapter 3 " preparation and inspection" shows how to detect the event. Gif/cf/pcf-290 series reprocessing manual chapter 5 "reprocessing the endoscope (and related reprocessing accessories)." Shows how to prevent the event. Olympus will continue to monitor field performance for this device.